Manufacturer narrative:
The customer reported receiving inaccurate test results when using the a1cnow+ kit with up to 3% variation when compared to a lab draw. There were no allegations of patient/user harm. Currently it is unknown whether or not the device may have malfunctioned, as the device was not returned. Additionally, qc retention testing measured within specifications.

Event description:
The customer reported receiving inaccurate test results when using the a1cnow+ kit with up to 3% variation when compared to a lab draw. There were no allegations of patient/user harm.